Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd q-syte¿ luer access split-septum stand-alone device there was leakage. The following information was provided by the initial reporter. The customer stated: "the joint leaks from the septum."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 11/15/2021 h.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit and two photos. Initial visual inspection of the returned sample did not find any damage to the unit. The unit was tested for leakage in both the actuated and unactuated positions. The unit leaked in only the actuated position which is indicative of damage to the column wall. Your reported defect was confirmed. Upon microscopic inspection, damage was found to one end of the bottom disk slit from which a tear extended to the column wall. On the opposite side of the column tear there was internal damage to the column wall; however, this damage did not penetrate the septum. Damage to the septum may occur at multiple stages throughout the manufacturing process or during clinical application. This type of defect can occur during manufacturing due to misalignment or a damaged part. Quality inspections are performed at regular intervals to mitigate the risk from this type of defect. In the user environment, excessive actuations, actuations at a wrong angle, or extraneous force may also result in tearing of the septum wall. As the device had been opened and used, bd was unable to determine which scenario was more likely. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported when using the bd q-syte¿ luer access split-septum stand-alone device there was leakage. The following information was provided by the initial reporter. The customer stated: "the joint leaks from the septum."